Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on jun 15, 2021 with lot number 2242891. Visual analysis of the returned device identified: extended opening, red particles in shell, underweight. A microscopic analysis was performed which identified; a curved striated opening on radius side assessed as surgical damage and sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage consist in the use of some surgical tool, and a sharp opening assessed as unidentified(tear) opening.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reports explant and replacement of device. This record relates to the right side. Device has been explanted.